Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014). The patient¿s meter has been returned on 8/26/2014 and evaluated by lifescan product analysis on 9/4/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on or around(B)(6) 2014, after 3:00pm., at the time of the test, the patient was experiencing symptoms of ¿feeling incoherent, disoriented and out of it.¿ she tested on the subject device and observed a reading of ¿74mg/dl¿ which was felt to be high based on her feelings/symptoms. It is not known when the last time the patient tested prior to her symptoms of what the result was. The patient manages her diabetes with insulin through pump therapy and it¿s not known if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that a family member contacted the emergency medical services (ems) immediately and they arrived within 15 minutes and tested the patient using their meter (brand unknown) and obtained a reading of ¿23mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was treated at approximately 3:15pm by the ems with IV glucose. The patient could not recall if she was taken to the hospital or not. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the patient no longer had the test strips and control solution for troubleshooting. Replacement products have been sent to the patient and subject products are pending return for investigation. Although the patient was treated for severe hypoglycemia by an hcp, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic just prior to obtaining the alleged inaccurate result. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ criteria for accuracy.